Event description:
Revision surgery was performed due to aseptic loosening.

Manufacturer narrative:
The gii oxinium ps femoral component had bone and bone cement well adhered to the superior grit-blasted surface that did not become dislodged with the application of manual force. The femoral component also had scratches and metal transfer along the edges and on the articulating surfaces of the condyles. These scratches and metal transfer were most likely sustained during removal of the device. The gii tibial baseplate had bone cement well adhered to the inferior grit-blasted surface that did not become dislodged with the application of manual force. The tibial component also had scratches along the edges and on the superior surface which locks to the insert. These scratches were most likely sustained during removal of the device. The high flex ps insert showed signs of plastic deformation and scratches along the edges, on the articulating surfaces, and on the backside. These features were most likely sustained during removal of the device. The insert appeared as if it had been properly locked into the tibial baseplate. The patella component showed signs of plastic deformation which may have occurred during removal of the device. There was no bone cement noticed within the backside pocket of the patella. Subsidence of the tibial component while in vivo can lead to instability of the knee, which is congruent with the reported complaint. Confounding patient factors such as the reported diabetes disease and complications such as the reported infection of the knee can further contribute to tibial component subsidence. No manufacturing deviations of the returned implants were noticed that may have contributed to the reported aseptic loosening.